Event description:
It was reported that the patient presented to the emergency room with complaints of fast heart rate and shortness of breath. The patient also had an episode of "muscular cell wall fluttering and apparent biphasic pacemaker dysfunction." A chest x-ray revealed atrial and ventricular lead dislodgement. Both lead were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.